Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high impedance on the right v entricular (rv) lead. In addition noise/oversensing could be replicated on the electrogram with pocket manipulations. A possible lead fracture was suspected, and a procedure was done to replace the pace/sense portion of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event. <(><<)>end>

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.